Event description:
A report was received that alleged during use of the device, 4 cm of the catheter severed and remained inside the patient. Cat scan was performed, but catheter was not observed. No medical intervention taken. No permanent adverse effects to patient were reported.

Manufacturer narrative:
Device evaluation: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.